Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/04/2014 with the following findings: evidence of moisture damage was observed inside of the battery compartment: the reported issue was confirmed. The pump failed a leak test due to a display lens leak; this device failure directly caused the reported issue. The pump case was removed, and further evidence of moisture damage was observed on internal components. Unrelated to the reported issue, the display screen visual was observed to be discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed behind the display lens. In addition, it was reported that there was no evidence suggesting that the pump had sustained any physical damage. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.